Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with an afx2 bifurcated stent graft. On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the secondary procedure a afx vela infrarenal was implanted. No additional event or patient information is available.

Event description:
Subsequent to the initial mrd, additional information was received. The implanting physician for the primary procedure performed on (B)(6) 2016 was dr. (B)(6). Reportedly, the patient developed a narrowing in the aorta above the afx2 graft. The secondary procedure on (B)(6) 2017, was performed by dr. (B)(6) to extend up the renals. Both procedures were performed at (B)(6) hospital. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment determined the narrowing above the stent graft complaint is refuted rather there was a complete occlusion of the aorto-illiac artery. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable post the secondary endovascular procedure. A definitive root cause was not determined; however, the most likely cause of the occlusion was pre-existing occlusive aorto-illiac disease which was observed in implant angiogram. In addition the off-label use of stent placed in non-aneurysmal aorta. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Initial reporter name: correction.